Event description:
It was reported post cardiac catheterization a 6f angio-seal was successfully deployed in the right groin puncture site. The pt was done as an outpatient. In 2004 the pt reportedly spiked a fever and was admitted to the hosp the following day with a temp of 104 f. Blood cultures revealed positive results for staph aureus; the pt was treated with rocephin and vancomycin intravenously. A transesophageal echocardiogram resulted in a negative finding. Because of concerns for the pt developing endocarditis due to heart murmurs, the pt was transferred for definitive care which was to include surgical removal of the angio-seal device. The pt was reportedly recovering. The device will not be returned.